Manufacturer narrative:
Corrosion damage was noted throughout the internal components of the device.

Event description:
The core micro drill was sent for evaluation due to overheating prior to a procedure. There was no pt involvement; no adverse event was associated with the device.